Event description:
Per independent repair center statement unit is alarming or red light. The key failure was the 4 way valve was stuck. Additional malfunctions were the poppet valve for the solenoid were contaminated were a foreign substance, and the zip ties for the sieve beds were loose.